Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a fever. The cause of the peritonitis was not reported. The patient was not hospitalized for the event and the patient stated that the peritonitis was a mild case. On an unreported date, the patient began treatment for the peritonitis with novosef vial, 1 milligram, 2 times (2 vials) a day (route was not reported). During the treatment, the patient was performing continuous ambulatory peritoneal dialysis which has been ongoing for ¿the last ten days¿ (no further detail was provided). At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal/physioneal therapies were ongoing. No additional information is available.